Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. The right atrial (ra) lead had high thresholds, no capture, no sensing, and was dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).